Event description:
Healthcare professional also reported right side rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.9, h.3, h.6. Device evaluation: creases fold, deformation device and weight to the spec. No other observation observed. Base on the device analysis the final assessment is: the unit is not rupture.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture". Device has been explanted.